Manufacturer narrative:
During testing, it was noted that the channel 3 device door roller and door roller pin were missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for recertification. No additional information was provided. During verification testing at the service center, the channel 3 device door roller and door roller pin were missing.